Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an out of range impedance value of less than 200 ohms out of clinic. In clinic lead impedance measurements were normal at about 400-410 ohms. Lead noise was also observed. The lead was explanted and replaced.